Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was incomplete insertion of the interconnect tab to the swiftlink connector. This is a case of user mishandling. Reference number: (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).

Event description:
It was reported by the caller that the ultrasound catheter was not recognized by the ultrasound system. The catheter connections were reseated with no resolution. The catheter cable was replaced with no resolution. The catheter was replaced with no resolution. The ultrasound catheter was replaced again with no resolution. The ultrasound catheter was replaced for a 3rd time and the issue was resolved. The case continued. The caller stated that the catheter was brand new from bwi box packaging.